Manufacturer narrative:
Approximately 3 cm of the snap assembly catheter was returned. The catheter was patent and passed leak testing. Proteinaceous debris was observed on the exterior of the catheter. It is unknown how or when the damage occurred. One of the end appears to be jagged. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was removed as part of a shunt explant. According to the report, there was no injury to the patient.

Manufacturer narrative:
Result and conclusion codes updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.